Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During ivtm therapy (rewarming phase), the thermogard console (sn (B)(4)) reportedly powered off. No error message was observed on the console when the issue occurred. Following this, the user, checked the power connection and ensured that the power cord was properly connected to the power outlet and the console was restarted; however, this did not resolve the issue. Ivtm therapy was discontinued and adjunct patient treatment (for patient rewarming) was initiated. No known impact or patient consequence was reported. Additional information received from the manufacturer's operations manager stated that the issue was resolved and the console was placed back in operation after the biomed cleaned the air filter and inspected the fuses. No further issue found on the console.